Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the cause of the increased pain the patient was experiencing was that the patient fell. The patient was reprogrammed on (B)(6) 2018 and the issue resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient had been experiencing more pain for about the last 6 months, and doesn't feel like the stimulator is helping as much as it used to. The patient has fallen a few times over the past year. The rep ran an impedance check and all contacts were within normal limits. The rep created a new program for the patient to try. No further complications were reported. No additional patient symptoms were reported.